Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. All available patient x-rays were reviewed and examination can not confirm the adverse event associated to the reported liner. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot : the alleged adverse symptoms, and the product code reported, are associated with the articulation between depuy metal-on-metal products. It has been determined that should additional reports be identified for related metal-on-metal complications, a device history record (DHR) review is not required. Therefore, a complaint database search and/or device manufacturing review will not be performed for the reported product associated with this investigation.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5 and h6 (clinical codes) if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Medical records operative notes were reviewed and indicated that on (B)(6) 2009, the patient underwent a right primary hip arthroplasty utilizing depuy synthes components with no intraoperative complications. On (B)(6) 2021, the patient underwent a right hip revision for adverse reaction to metal on metal debris. The hole eliminator, liner and head were revised. A large effusion ("brownish fluid"), a pseudocyst, trunnionosis, and lysis in the trochanter, around the sleeve and inferior to the cup was found requiring bone grafting. The posterior capsule was found to be atrophic. The surgeon remarks that there was no wear found on the head and liner and believes the metallosis occurred from the trunnion. The trunnion and morse taper were cleaned as much as possible before the new head was impacted. No product deficiency noted of the hole eliminator or reason for the revision of this product.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Subject ID: (B)(6). Study: dots. Clinical notification received for revision due to metallosis. Date of implant: (B)(6) 2009, date of revision: (B)(6) 2021, (right hip). Treatment: revision of head and liner.